Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked luer connector was confirmed and the cause appeared to be manufacturing related. The product returned for evaluation was a 6fr t/l powerpicc solo catheter. The 3cg wire was still inlaid within the red luer indicating that the product had not been fully placed into a patient. The white solo connector cap contained a break within the luer threads. The broken pieces were found within the male luer connector of a returned saline syringe. Microscopic examination of the fracture surfaces showed that they were rough and granular in nature. The unused state of the catheter, and apparent brittle nature of the break, suggest that this issue may be related to the manufacturing or molding process of the white cap. The sample was sent to the manufacturing facility for further review. Manufacturing evaluation: the complaint for ¿cracked valve¿ is confirmed according the evaluation the sample received which showed valve part cracked of the lumen white; showed luer pieces remained inside the syringe, maybe these are caused by the incorrect molding process, leading to valve breakage. This condition cause leak in the device. Therefore the cause for this complaint is manufacturing related. An internal event was opened for the tracking of this issue. A lot history review (lhr) of rebn1174 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported a PICC white lumen broke during pre-placement flush.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn1174 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported a PICC white lumen broke during pre-placement flush.